Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet issued an alert for consecutive stalled motor consistent with a motor stall and failure to infuse; the user performed multiple restarts, completed a dry run that passed 120 units during fill tubing without alerts, then rewound and replaced all supplies from a different box and resumed insulin delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified, with the device motor implicated in the failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.